Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reported the display of the meter has a black line. No adverse event reported. Requested return of the alleged meter for evaluation.